Manufacturer narrative:
Concomitant medical products: arctic front advance® cardiac cryoablation catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the mapping catheter extended out and punctured the lower lobe of the patient's right lung, which began to fill up with blood. The case was aborted with the patient under general anesthesia. Blood was backed up into the endotracheal tube. A bronchoscopy was performed to remove the blood from the patient's lung. It was noted the right inferior pulmonary vein (ripv) was possibly perforated as well. The patient's hospitalization was extended. The patient was stable at the time of the report, but their recovery time was unknown. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the data files and mapping catheter 990063-020 with lot number 218454662, were returned and analyzed. The data files showed that at least ten applications were performed with balloon catheter, 2af284 with lot number 14114, without any issue on the date of the event. Visual inspection of the mapping catheter showed introducer was broken at the proximal end attachment with the torquer (most likely during the shipping and handling). Clinical issues were encountered during the case. In conclusion, the clinical issues were unable to be confirmed via data analysis or product analysis. There is no indication of relation of adverse event to the performance and malfunction of the product. If information is provided in the future, a supplemental report will be issued.

Event description:
Incoming information indicates the patient recovered.